Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the patient received inappropriate therapy during an svt. Oversensing was observed. The hv therapy impedance measured high and out of range. The patient was referred to another hospital for lead extraction. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that externalized conductors were observed via cine. Lead fracture was observed. The lead was explanted and replaced. There were no complications.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-8.3cm and 13.6-14.1cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 10.3-11.8cm, 11.1-13.0cm, and 30.0-31.0cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.9-5.7cm and 6.3-7.0cm from the distal tip. The etfe coating was abraded at these locations. Fracture of the rv conductors was noted at 8.2cm from the distal tip. The fractures and the abraded etfe coating were consistent with the field observations of high hv lead impedance, inappropriate therapy delivery, oversensing, and noise.

Event description:
It was reported that the patient received a vibratory alert for high voltage shock lead impedance. However, after taking several impedance measurements with isometric and movements, the impedance measurement had returned to normal ranges. The patient will be monitored. No further information available at this time.